Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was explanted and replaced with a competitor. The lead remains implanted. It is unknown as to the reason for the replacement.